Event description:
A (B)(6) male pt's daughter contacted zoll customer support to report that the response buttons on the pt's monitor were damaged. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response button) has been confirmed. As received, the alarm module cable was pulled from the monitor's end cap. The alarm module wires were exposed and damaged, preventing the response buttons from functioning properly. The root cause for the damage cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged high voltage wires. The pt received a replacement monitor.